Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6a - date of implant is estimated. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article title ¿prognostic impact of being underweight in patients undergoing mitral teer: the ocean-mitral registry.¿ the devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information received, the cause of the reported death, heart failure and recurrent mitral regurgitation could not be conclusively determined. However, heart failure, mitral regurgitation and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that through a research article that 2149 patients underwent mitral transcatheter edge-to-edge repair (m-teer) from april 2018 to june 2021. Within a year of the procedure, the implanted mitraclips may have caused or contributed to recurrent mitral regurgitation (mr), heart failure (hf), hospitalization, and death. Additional information is listed in the attached article, tilted ¿prognostic impact of being underweight in patients undergoing mitral teer: the ocean-mitral registry.¿